Manufacturer narrative:
The insulin pump was received with blank display due to broken solder joint of b1 on internal board. The pump was unable to perform idle current test, run current test, self-test, off no power test, unexpected error test, basic occlusion test, occlusion test, prime, excessive no delivery test, displacement test or verify failed battery test alarm due to blank display. The pump had stripped battery cap coin slot and cracked reservoir tube lip.

Event description:
The customer reported via phone call of failed battery test and blank display from the insulin pump. The customer's blood glucose level was unknown. The customer stated that the battery did not light up and the customer was not able to remove the cap. The customer was advised to insert new aaa alkaline batteries. The customer stated that the pump alarmed failed battery test. The insulin pump was returned for analysis.